Event description:
It was reported, the rechargeable implantable neurostimulator (ins) could not hold a full charge. Patient had ins to treat severe neuropathy pain and nerve injury in both hip-to-thigh regions of both legs. After being "tethered" to a wall outlet for charging for hours "every couple of days," the patient could not get the ins to fully charge. The device did not "take care of the pain." The ins could neither be read with the doctor's nor the manufacturer representative's "reprogramming monitors." It was noted the device was a "huge waste of money" and "a lot of pain endured." The ins was replaced with a non-rechargeable ins, which has had "zero problems." (B)(4).

Manufacturer narrative:
Implanted: product ID, 39565-65 lot# serial# (B)(4), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).